Event description:
The reporter noted: "allergy after idrt procedure". Additional clinical information was requested by integra.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.